Event description:
It was reported that the stent was deployed in the om at 8atm. However, there was still a waist, therefore it was inflated to 10atm and deflated. Upon attempting to remove the delivery system, resistance was met. Force was applied to remove the device. On flouroscopy, it was noted that the stent had moved proximally, partially into the circumflex. At that time wire position was lost. Another co's wire was put down and possibly went through a strut or between the stent and the coronary wall. A dilatation catheter was advanced, but it would not cross the stent, therefore it was inflated in the portion of the stent it did cross. At this time it appeared that the circumflex was closing. Ultimately, the pt was sent to surgery. Upon removal of the stent system, it was noted that the elastic membrane was missing off of the system. The pt was reportedly in stable condition postoperatively.

Manufacturer narrative:
Evaluation summary: quality assurance of the returned device revealed no mfg related reason for the c-flex separation. Quality engineering has determined that the likely cause of resistance met was anatomical challenge. The force encountered as a result of resistance likely loosened the stent on its balloon, facilitating difficult deployment. There is no indication in the complaint that any device defects were noted during perparation. As part of our quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This mder is considered closed by the qualtiy assurance department.